Event description:
Boston scientific crm received information that this patient experienced some syncopal events and this lead was found to be fractured. The patient's device was reprogrammed to doo to help provide pacing as the patient is pacemaker dependant. At this time the lead remians in service. To date, there have been no additional adverse patient effects reported. New information became available that this lead was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. Upon receipt at our post market quality assurance laboratory, visual observation noted that the lead was returned severed at 163mm from the terminal pin. Only the proximal segment of the lead was returned. There were setscrew markings found on each terminal. The conductor coils were deformed, and marks on the insulation found at 65-70 mm from the terminal pin, most likely the result of some type of grabbing tool. This damage was determined to be procedurally induced.